Event description:
Report received that a patient has experienced syncope. The patient's wife reportedly believed the vns was affecting the patient's heart because the patient was passing out. Further information was received that the patient's neurologist was not completely sure if the syncope was related to the vns. He reportedly turned off the autostimulation feature and decreased the normal mode stimulation to later asses if these changes improved the patient's syncope symptom. System diagnostics were taken and results were within normal limits. No additional relevant information has been received to date.